Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of black keratin-like contamination, heavy dust-like buildup and an unknown contamination in the air path (blower outlet, blower box outlet, and blower box inlet) and external surfaces of unit. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer found device was reset. The manufacturer concludes the contaminates found were consistent with an unknown contamination, dust and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.